Event description:
It was reported to philips that the system's reference monitor was smoking. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the smoke was emanating from the monitor. Upon troubleshooting actions, the philips field service engineer (fse) inspected the system onsite and identified that the mvs right monitor was defective. Fse replaced the monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.